Manufacturer narrative:
Follow-up #1: date of submission 11/6/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint; pump is calculating boluses correctly. Pump boots to verify screen with audible and vibratory features. A 24hrs duration test was completed with no eaw¿s. Manually calculated a ezcarb and added bg bolus using settings obtained form the scripts; 26g carbs and I:c ratio 1:26. Bg 211 mg/dl, bgt 120 mg/dl, isf set for 280. Pump correctly calculated the 1.30u bolus.. The bolus history shows at the time of the 2.35u on 2015-08-25 09:49 that the I:c ratio was 15g, not 26g. Manual calculation and pump calculation correctly shows a 2.35u bolus when using I:c set at 15g along with the other values from the scripts. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient had a severe low blood glucose (bg) following an ezcarb and added bg bolus. On (B)(6) 2015 at 9:49 am patient had 26 grams of cho and I:c ration 1:26 should have calculated 1.0 units. Bg 211 mg/dl target 120 mg/dl equalling 91 mg/dl above target. Isf set for 280. 91/280 = 0.325 units. Pump actually calculated correction 0.60 and meal 1.73. School nurse gave 2.35 units. This writer could not reproduce the 2.35 unit calculations based on pump/meter settings. Total should have been 1.30 units. Bolus adherence record does not show any discrepancy. Reportedly, the bg dropped to 48mg/dl but the patient had no symptoms. They were only aware of this because of the cgm reading. It is unclear if this was verified with a fingerstick reading. This complaint is being reported because the discrepant calculation was not resolved. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.